Event description:
A customer contacted global technical services (gts) regarding a transfer set disconnected from the patient line on the homechoice (hc) unit during fill 4/4. The home patient (hp) stated, he was in dwell at the time of the call. The technical service representative (tsr) advised the hp to contact the nurse (rn). On (B)(4) 2010, writer spoke with the hp's rn who stated, she was not sure how long the transfer set had been in use; however, she stated, it was 6 months or less. The rn stated, she did not have access to patient chart at the time of the call so did not know how long the patient had been using peritoneal dialysis (pd). The rn stated, the home patient (hp) performed ambulatory peritoneal dialysis (apd) and used plastic catheter adapters of an unknown brand. The rn stated, the hp did not use any assistive devices to make the initial connection and she was not aware of any connection or disconnection difficulties. The rn was not aware of anything that may have caused the connection to become unsecure. The lot number was unknown and the sample was discarded. The rn stated the patient was given a dose of antibiotics and the hp was doing fine. The hc unit was operational. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.